Event description:
Nurse opened the medline protection plus airstream/breathable underpad, which is vacuum packed. When the pack opened, particles of the absorbent flew into the air which got into the nurse's eyes as well as was inhaled. Further analysis of this event revealed the following: after opening the package, it is necessary to unfold each pad before use. If you take the time to pull the folds out slowly and gently, the pad seems fine. If instead, you snap it out quickly to open the folds, the seal around the underpad will break. After the seal is compromised, the pad will separate and all of the absorbent material will become airborne. The absorbent will break apart into several clumps, as well as thousands of very fine particles, which will float into the air. This is not only an eye irritant, but also represents a much worse respiratory hazard for both the healthcare worker and patients. These particular pads are currently being removed from our facility.